Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 11th october 2019. The device was returned with a reported issue of an alarm sounding every morning at 3:00am. The hdf-3500 is designed to perform a self-test each day at 3:00am - if the device passes the self-test, the unit will beep, and the red status led will flash once before reverting to the flashing green status led. As no fault was found on the unit and information from the device memory showed the unit had passed all self-tests, it is possible that these symptoms had been interpreted by the user as potential self-test failures. The device was left for 7 days with the returned pad-pak installed. During this time the unit performed and passed all daily self-tests. Furthermore, the unit did not display any additional faults. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with another hdf-3500.

Event description:
The AED sounds an alarm every day at about 3 am. Ther was no patient involved in this event.

Manufacturer narrative:
A supplemental report will be submitted after device evaluation.

Event description:
The AED sounds an alarm every day at about 3 am. Ther was no patient involved in this event.